Event description:
Left upper extremity PICC line placed via sterile technique. Tip locator wire in line at the time of insertion. Wire removed to check placement. Sherlock recalibrated. Upon reinsertion of the tip locator wire into the line nurse noted the wire was bent near the end and appeared to be about to break off. Wire was not introduced into patient's PICC line. Supervisor reviewed situation. Noted that the wire has to be removed from the catheter to calibrate the line, then wire re-introduced into catheter it may have bent. The effected wire was not put in the patient and was taken out of service. There was no patient injury. PICC supervisor explained this occurrence to bard on 3/9/10. They scheduled a conference call on march 10, 2010 at 0900. The wire was sent to bard quality and engineering depts. On thursday march 11, 2010 via (B) (4).